Manufacturer narrative:
Belt sn (B)(4) has not yet been recovered from the field. The monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2015 while wearing the lifevest. The patient was at home at the time of passing. The lifevest detected and alarmed for asystole seven times between 04:10:31am and 05:28:26am on (B)(6) 2015. The device delivered one treatment at 05:54:34am. The rhythm at the time of the treatments was asystole with intermittent cardiac activity. The patient remained in asystole after the treatments. Tactile artifact contributed to the false detection. There is no indication that the treatment during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm before the treatment.